Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the use of prophylactic new generation mesh at the time of open roux-en-y gastric bypass led to an unacceptable rate of local complications.

Event description:
Received an article titled: prophylactic mesh to prevent incisional hernia: a note of caution. The article was to determine whether prophylactic mesh placement during roux-en-y gastric bypass (rygb) would reduce the incidence of postoperative hernias. Per the article, adverse events including infection and seroma.